Manufacturer narrative:
Date sent to the FDA: (B)(4) 2010. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt spiked a fever during labor. A cesarean section was performed, and the absorbable hemostat was used on the uterus. Since the surgery, the pt has had a persistent fever of unk origin (fuo) to 102 degrees f with no evidence of a skin infection and has presented to emergency room multiple times for pain around the incision and temperature spikes. Intravenous antibiotics were administered. CT scans were normal, with the exception of the last CT which showed splenomegaly on (B)(6) 2010. Blood work and cultures were all negative. Wound looks normal but pt has guarding and pain when pressure is applied. The pt went home with intravenous antibiotics for 2 weeks. The pt is currently afebrile.